Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two to three days post-operative of a colostomy takedown, there was bleeding in the staple line. The patient was brought back for a colonoscopy to see where it was bleeding.